Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was scheduled for a pulsed field ablation (pfa) procedure and prior to the procedure transesophageal echocardiography (tee) was completed which revealed a thrombus on the face of the closure device. The patient's medication regimen was changed, and the patient was discharged home. There were no patient complications reported.